Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged. The lead was repositioned, but exhibited poor sensing of p-waves after repositioning. The physician attempted to reposition the lead once more, but the lead became stuck inside the atrium for a time before the physician was able to remove it. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).